Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of poor sensing, placement difficulty and physical damage.

Event description:
Boston scientific received information that this right atrial (ra) lead experienced placement difficulty during an implant. The ra lead was repositioned multiple times due to poor sensing and the mechanism broke due to several turns. The helix would not extend. The right atrial (ra) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.